Event description:
Doctor was inserting arterial catheter in the right femoral artery. The initial attempt to advance the guide wire was unsuccessful and when it was removed the end of it was shredded. A second guide wire was obtained to complete the procedure.what was the original intended procedure?insertion of right femoral arterial catheter.